Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Three attempts were performed to obtain additional information, but no response was received from the customer. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause of the wrong radio-frequency identification (rfid) could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found bending section rubber and instrument channel leaking. Plastic distal end cover had deep scratches. All switch functions are working fine but there was a cut in switch button #1.advanced diagnostics -grip broken and plate in the control body unit broken. Control knob- low tension on down knob and play on the knobs. Distal end of the plastic cover had deep dents and scratches. Objective lens had glue peeled and scratches at edge - no affecting image. Light guide lens had big chips. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation. Bending section rubber glue had cracks

Event description:
The customer reported to olympus, the evis exera iii colonovideoscope had a dial broken on the control knob and bending manipulation and insertion tube defects issues. The issue was found during an unknown procedure. Inspection and testing of the returned device found wrong radio frequency identification information written during manufacturing of the device. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.